Event description:
The user facility reported that the involved angio-seal device was used a during a femoral assess stroke case. The 8f vip was inserted and when the physician deployed the footplate, the green tamping tube was not inside. The assess was lost and the footplate had to be surgically removed. Surgery to retrieve was successful. There was no patient injury resulting from the event. There is no direct allegation that the involved device caused or contributed to the patient's need for medical intervention. Additional information was received on (B)(6) 2022: the sheath size used was an 8fr. The patient was in stable condition. The procedure was fine, and all parts were removed. The procedure was successful. A pre deployment angiogram was performed. There were no access issues. A micro access or ultrasound was not used. The issue may have been resident over inserted arterial locator too far and deployed device in artery. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
Lot number: requested, unknown. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: spd supply (sterile processing department). Device manufacture date: unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; however a picture was sent showing the implantable components pulled out of the arteriotomy along with the suture and tamper tube. The complaint can be confirmed for user error. Per the complaint allegation, the device was deployed intra-arterial. It is likely that the cause of the event could be improper deployment of the anchor proximal to the common femoral artery. It is likely that the sheath was over inserted into the artery during the locating step. The IFU (instructions for use) was reviewed, and sufficient information was provided to guide the user. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).